Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) level was 400-514 mg/dl. Elevated blood glucose levels were addressed by manual insulin injection. The customer continued to use the pump for insulin therapy.